Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. The patient underwent mesh removal (B)(6) 2012, (B)(6) 2013 and on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. Following insertion the patient experienced bloating, tenderness across the abdomen, reflux, intermittent constipation, dyspareunia/pain, and bleeding with intercourse. It was reported on (B)(6) 2013 that the patient experienced lower abdominal pain in both the lower pelvic area on both sides of the midline. It was reported that there was a suture in the dome of the vaginal vault that could be felt, checked by patient¿s obstetrician, but did not know what was found. It was reported that the patient was put on estrogen cream and experienced retrosternal discomfort that was described as reflux which included belching, fullness, and some discomfort in the epigastrium (all of which is consistent). It was reported that the patient¿s pain was much worse over the course of three days, but bowel movements returned to normal. It was reported that the patient underwent a partial hysterectomy in (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic adhesions and vaginal bleeding.

Event description:
It was reported that following insertion the patient experienced pelvic adhesions and vaginal bleeding.